Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® tag® conformable thoracic stent graft instructions for use (IFU) states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, and reoperation.¿

Manufacturer narrative:
Please note: the gore® excluder® device referenced in this event has been reported separately in medwatch report #3007284313-2021-01583. Results pending review of manufacturing records. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft instructions for use (IFU) states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, and reoperation.¿

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a chronic type b thoracic aortic dissection using a gore® tag® conformable thoracic stent graft and a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic dissection and a right common iliac artery aneurysm using two gore® excluder® aaa endoprostheses, two gore® excluder® iliac branch endoprostheses, and proximal stent grafting with distal bare metal stenting using the petticoat technique. Two petticoat stents were implanted overlapping the distal end of the implanted gore® tag® stent graft to the abdominal aorta. The gore® excluder® trunk-ipsilateral leg component was implanted overlapping the distal end of the petticoat stent. The patient tolerated the procedure. On an unknown date, follow-up examination reportedly revealed enlargement of the false lumen between the distal gore® tag® device and the proximal gore® excluder® trunk-ipsilateral leg component. The exact location of the false lumen entry was unknown. On (B)(6) 2021, a reintervention procedure was performed, including a bypass from the left external iliac artery to the celiac, superior mesenteric, and bilateral renal arteries. The celiac artery was embolized by plug-in coil, and an additional stent graft was implanted overlapping the distal end of the gore® tag® device and the proximal end of the gore® excluder® trunk-ipsilateral leg. The patient tolerated the procedure.